Manufacturer narrative:
This was an isolated event in which the insect went undetected during the manufacturing process. The source of the bug was undetermined.

Event description:
During cervical spinal procedure, operating room rn opened a rosebud dissector and it had what appeared to be a very small dead brown insect/ spider in the package.